Event description:
Device malfunction: failure to deploy- suture. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Reportedly, after pulling the handle to deploy the needles and sutures, the needles came out, but the suture did not. A second prostar xl was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.